Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller and stated they should treat the device as if there is 0.5 years of remaining longevity as an erroneous measurement is suspected. The caller stated they will be following the patient on a monthly basis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device has been programmed to high outputs. The device longevity showed 0.5 years remaining with the gas gauge just above elective replacement indicator (eri). Device interrogation one in a half months later showed 0.5 years remaining longevity and the gas gauge was at three quarters remaining. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this device was subsequently explanted and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.